Event description:
It was reported that the patient experienced eight minutes of ventricular fibrillation (vf) but was not successfully shocked out of arrhythmia. Defibrillation threshold testing (dft) was unsuccessful. No other electrical anomalies were observed. The right ventricular (rv) lead was capped (B)(6) 2026 and replaced, and a dual coil rv lead was added in a different position. Dft was successful with the new rv lead. The patient was stable.